Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-15037. It was reported the pt did not have adequate stimulation. The sjm representative met with the pt for reprogramming which provided coverage. Follow up found the pt had adequate stimulation coverage, however the pt was not receiving adequate pain relief. X-rays were taken for another health issue unrelated to the pt's scs system.